Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder. The following information was provided by the initial reporter, "when trying to use the safety-lok wingset, the back cannula was so small, that it would not keep the tube on. It seems to lack over 2/3 of it length. When using wingset, the blood was leaking from between the connection of the holder and wingset adaptor. When using, patient complaint about pain, when retracting needle from vein. The phlebotomist discovered a bend bevel right in the needle tip point."

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Regarding the customer's indicated failure mode for short np needle and hooked IV needle, was not observed in the photos provided. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder. The following information was provided by the initial reporter, "when trying to use the safety-lok wingset, the back cannula was so small, that it would not keep the tube on. It seems to lack over 2/3 of it length. When using wingset, the blood was leaking from between the connection of the holder and wingset adaptor. When using, patient complaint about pain, when retracting needle from vein. The phlebotomist discovered a bend bevel right in the needle tip point."